Event description:
Customer reported her mother did not have her precision xtra blood glucose meter properly calibrated, and as a result, reported "over medicating" herself for approx 3 months. Customer reported feeling nauseous and dizzy, and then reported losing consciousness while in the bathroom of a local restaurant. Paramedics were called, and customer was transported to a local hospital where they were treated for 6 days. Exact diagnosis and treatment administered while at the hospital is unknown.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.